Manufacturer narrative:
E1 phone number: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a 57-year-old male patient was found to have an air leak in the balloon after changing the disposable catheter, and a new catheter was replaced.

Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. The device history review was performed, and no nonconformities were identified that may have contributed to the reported complaint. The customer reported air leak in the balloon could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.